Event description:
One of co's standard hyperinflation bag (pac) circuits was used in the labor & delivery dept. The baby was born and could not breathe on its own. The nurse tried to use the hyperinflation circuit to resuscitate the baby, but the device would not work, the bag would not inflate. 4 mins later the neonatal intensive care unit personnel arrived and used the device successfully without any problems. They almost lost the pt due to the delays and the baby was still very sick on 1/22/99. Co was not able to obtain any further info about this case.